Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient has been indicated for a shoulder revision procedure due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were received and evaluated. Of the images received, the reviewer stated "a large region of osteolysis is present within the humeral head and neck laterally and there is also osteolysis at the medial humeral neck. Appearance is most likely granulomatous osteolysis. Differential diagnosis includes lytic bone tumor or metastasis, and less likely infection. Linear radiolucency is present at the proximal to mid humeral stem component cement-bone interface on the axillary projection possible for loosening if new or progressive." Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.